Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained ventricular tachycardia episode was observed due to lead noise on the ra lead. Additionally high, out of range, high voltage lead impedance issue was observed on the ra lead. Lead had normal sensing and capturing issue. Programming changes were recommended. During a later follow up ra lead was explanted. Prior to lead explant procedure a fluoroscopy image was taken of the ra lead and no externalized conductors were observed and lead was normal. During lead explant procedure the supraventricular cardiac was perforated and it was suspected by the physician that the lead had fractured and the conductors were protruding out. Patient lost consciousness and brain anoxic and remains in the ICU. No further information available.